Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky or hard to press the buttons and also had motor error. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that there was haziness on screen and dimmed backlight and also stated that insulin pump had rejected new batteries. The customer also stated that insulin pump was slower to rewind and had random unexplained no delivery alarm. The insulin pump will not be returned for analysis.